Event description:
The customer received questionable ldl-cholesterol plus 2nd generation (ldl) results for one patient sample. The initial ldl result was 10 mg/dl and was reported outside the laboratory. The patient's other lipid results were high (triglyceride= 1799 mg/dl and cholesterol= 244 mg/dl), therefore, the customer sent the sample to be retested at an outside laboratory. The sample was repeated on an unspecified beckman analyzer and recovered 178 mg/dl. The customer considered the rerun value of 178 mg/dl to be correct and a corrected report was issued for the patient. The patient was not adversely affected. The ldl reagent lot number was 61704801. The customer declined a field service dispatch to investigate the issue because she believed the issue was related to the sample and not the analyzer.